Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve of sheath fell off. It was reported that the tubing connector to the sheath was missing. The sheath was replaced, and the issue resolved. Case continued. This issue occurred when the valve of the sheath fell off when opening the box of the vizigo sheath. It never went into the body so there no air/bubbles flowed back into the side port. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 9-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00001852 number, and no non-conformance's related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-feb-2022, bwi received additional information regarding the event. It was confirmed that the issue was with the brim cap and not the hemostatic valve. Medical device problem code "material separation" (a0413) no longer applies as the issue was not hemostatic valve separation. However, brim cap detachment is MDR-reportable and medical device problem code "detachment of device or device component" (a0501) has been added. The event description now goes as follows: "it was reported that an unknown patient underwent a atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was an issue with the brim cap. "It was reported that the tubing connector to the sheath was missing. The sheath was replaced, and the issue resolved. Case continued. No patient consequences were reported. "This issue occurred when the valve of the sheath fell off when opening the box of the vizigo sheath. It never went into the body so there no air/bubbles flowed back into the side port. "It was reported that there was an issue with the plastic orange piece that connects the side port to the end of the vizigo handle. The issue was with the brim cap. The brim cap broke off and stayed on the dilator." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).